Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were attempted to be used in the esophagus during a dilation procedure performed on (B)(6) 2024. During the procedure, holes were observed in the balloon when it was attempted to be inflated. The same problem occurred with the second cre wireguided dilatation balloon. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.